Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter reported the customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for the combination of the customer's meter and strips. Refer to medwatch with patient identifier (B)(6) for the combination of the nurse's meter and strips. The nurse tested the customer on the customer¿s meter and strips and the result was 4.9 inr. Thirty minutes later around 1:30 pm, the nurse at the assisted living facility tested the customer on a different finger using their coaguchek xs meter serial number (B)(4) and strips. The result was 3.6 inr. Both of the results were reported to the doctor. Neither the customer's daughter nor the doctor¿s office was certain which result was correct. The customer was not adversely affected. The coumadin dose was held for two days. The customer did not have any symptoms such as bleeding or bruising. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer was not anemic and had no antiphospholipid antibodies. The customer's hematocrit was unknown. The customer's normal range was 2.5 -3.5 inr. The meter and strips were requested to be returned for investigation. The strips were no longer available for investigation.

Manufacturer narrative:
Test strips were not returned for investigation. The customer's meter was received for investigation and was tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.